Event description:
Cook medical 6f sheath broke following completion of case while being removed from patient's left arm, leaving distal part in the patient. Dr then converted to an open procedure to remove broken off piece and to revise patient dialysis access using piece of graft.